Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the staples from the reload weren't "fired properly" can you please clarify was the staple line interrupted; staples not present/visible on any portion of the staple line? Were there staples missing from the staple line? Unfortunately, I have no further information about this complaint.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the device did not work properly when the surgeon pressed the firing trigger. ¿it felt that nothing happened when the surgeon squeezed the trigger¿. This led to that not all the staples from the reload was fired properly (no info if it was proximal or distal) which caused minor bleeding that the surgeon had to suture instead. However, no complications for the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p55y35. The analysis found that one ec45a device was returned with no apparent damage and with an ecr45w cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.